Manufacturer narrative:
Continuation of d10: ddpb3d4 ICD, implant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited multiple episodes of brief lead noise resulting in pacing inhibition of approximately 1 second. A possible fracture was suspected. A lead revision was done where the rv lead was capped and replaced. It was noted at the lead revision they did a generator changeout where the df1 implantable cardioverter defibrillator (ICD) was replaced with a df4 ICD. It was observed that the explanted df1 ICD might have had damage to the can that could possibly have been lead-on-can abrasion. It was then later reported that the replacement rv lead had dislodged and had high thresholds. It was noted that the patient had an episode of syncope while in the shower when their arms were raised. It was believed that the syncope was possibly due to the lead displacement. An in-clinic check showed the replacement lead had no capture at programmed 5.0v resulting in ap (atrial pace) chb (completed heart block) with vs (ventricular sense) around 32 beats-per-minute. Therefore, this rv lead was explanted and replaced. Additionally, at this time it was noted that the df4 ICD had a battery longevity of 2.7 years despite being implanted 3 days ago. It was believed that the spike in rv threshold to greater than 2.5 on the rv lead which then increased the ICD output to 5v was most likely caused the battery drain. The df4 ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.